Event description:
Pt was put into the chair position on the totalcare bed. The bed was in the high position with footboard on. Pt fell forward, falling out of bed and striking their head on the floor. Pt sustained hematoma to forehead.